Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was "high", although specific value was not provided on (B)(6) 2025. The elevated bg was addressed by a correction injection via manual insulin therapy and did not require assistance from a third party. The issue was resolved by changing the infusion set and cartridge, and the customer resumed insulin use.